Event description:
A distributor contacted heartsine to report that a customer¿s device was not emitting audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. The investigation identified a manufacturing defect in the battery which would have resulted in the AED not powering on. The fault was attributed to damaged battery cell insulation due to a supplier welding fault. The device was scrapped by heartsine and the customer was provided with a replacement device.